Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material is corresponding to the specifications. The hardness was measured at the time of the manufacturing and was found to be good. No non-conformance reports were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the forceps has sheared off at the tip. Otherwise there are no signs of misuse. The manufacturing evaluation shows that there were no issues during the manufacture of the product that would contribute to this complaint condition. Hardness test was performed and found to be good. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a pair of reduction forceps broke during an unknown surgical procedure. The device broke on the tip of the serrated edge while the surgeon was placing the device around the bone. The broken piece of the device was retrieved without additional medical intervention. The surgeon used another device and surgery was successfully completed. There was no delay in surgery or patient adverse event. This is report 1 of 1 for (B)(4).